Event description:
A falsely negative ctni result of 0.00 ng/ml was obtained on a pt sample. The test was repeated on the same instrument since this pt had run higher on previous testing. Repeat ctni test result was a 2.44 ng/ml. This result was not reported to the physician. There were no adverse health consequences as a result of the false negative ctni. Analysis of instrument data indicated there may have been an air bubble in the sample cup which caused a short sample.